Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead showed very high impedances measured via the analyzer. The lead was placed in several positions but the bipolar impedances and thresholds were high in all positions. The physician noted there was blood inside the whole lead body and suspected a possible insulation defect. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). Per visual analysis, no insulation breach was observed. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.